Event description:
A customer reported that during irrigation, a cannula detached creating a hemorrhage in the pt's eye. A completed questionnaire was received from the surgeon indicating the device did not cause or contribute to the event. The hemorrhage was resolved during aspiration. The pt is reported as stable.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. The root cause could not be determined. (B)(4).